Event description:
A malfunction alarm with code malf 9 was reported. There was no reported impact to the customer¿s blood glucose level, as the information was unknown or declined. Technical support provided instructions to reset the pump, assisted the caller with the reset, and advised that the pump could continue to be used. The caller understood and was encouraged to call back if the malfunction code reoccurs, which did not happen after the initial reset.